Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was exposed to moisture and had keypad issue. Customer also reported that insulin pump had blank display . Customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.